Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Continuation of d11: 5076-45 - lead implanted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pioneer controller experienced an unexpected loss of power and a display error. The controller screen was frozen, and a medium priority alarm was sounding without a visual display. Additionally, the monitor did not recognize the controller. The patient, who had undergone a controller exchange a few weeks prior, presented to the emergency room with these issues. The site verified that the pump was running and the patient was asymptomatic. Log files were sent in, and a controller exchange was performed. Once the controller was exchanged, there were no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to d4. Unique identifier (UDI#): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device passed visual inspection and functional testing. During functional testing, the controller¿s display performed as expected. In addition, the controller was able to communicate with the monitor and the log files were successfully downloaded with no anomalies observed. Internal visual inspection did not reveal any anomalies. Log file analysis revealed a controller power-up with associated motor start event logged on 03/mar/2025 at 12:55:42. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 12:56:18, indicating that the controller power up likely occurred during the reported controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged at 12:55:50, likely due to the controller being powered on without the driveline connected during the reported controller exchange. The alarm cleared at 12:55:54, indicating that the driveline was connected to the controller. Log file analysis did not reveal any medium priority alarms within the analyzed period. As a result, the reported loss of power event was confirmed. The reported display error, medium priority alarm and inability to recognize the monitor events could not be confirmed. A possible cause of the reported controller display error, medium priority alarm and inability to recognize the monitor events could not be determined because the returned device tested within specification and the issue could not be duplicated. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was associated with a controller exchange. Indirectly affected by the malfunction of the controller display that was no longer working and needed to be replaced.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.